Event description:
Catheter remained in pt for approximately two weeks following an unspecified surgical procedure in 2004. Pt felt discomfort. When catheter was removed, it was not intact. It was subsequently found that a broken piece of the catheter was found in the pt's bladder.